Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Decision was made to recall based on a tolerance issue that was discovered during an internal investigation. (B)(4).

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012 utilizing a ringloc acetabular inserter. When the surgeon attempted to remove the inserter, it would not release from the shell. The shell was removed with the inserter, detached with a mallet and another inserter and two (2) screws were used to implant the shell resulting in a delay to the procedure of greater than thirty minutes.